Event description:
It was reported to medtronic minimed that the customer experienced the dosing cap came off. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Inform customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105nngyna was requested and the customer response was that the device returned.

Manufacturer narrative:
A complete analysis and testing of the product was performed. Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder. Front cap won't hold in place. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Inpen paired with a small dose. However unable to perform functional test due to physical damage. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken.] In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of physical damage to dose button is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.